Event description:
Caller reported a cgm error related to a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a pump reset procedure and guided the caller through it, after which no further cgm error was displayed. The caller successfully started a new sensor session.